Event description:
It was reported that a sixteen second pause was observed on the electrocardiogram and there was undersensing of p waves. It was further reported that no p waves were measured. Additional information obtained reported that the lead remains in use, no interventions were performed as the patient was going to be placed on hospice. There was no indication that placing the patient on hospice was related to the lead and was after a discussion with the patient's family. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.